Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. Customer reports they were able to clear the alarm. Customer reports pump did require rewind. Customer able to complete rewind. Customer reported that the alarm was recurring during normal insulin pump use. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, a-21 error test and self test. No a21 alarm noted during test. Additional information has been received which was not included with the initial report. The information has been provided in this report.

Event description:
It was reported via phone call that the weight has been changed to (B)(6).